Manufacturer narrative:
(B)(4).

Event description:
It was reported the right atrial lead was found dislodged during an interrogation while in the clinic. The patient had fallen down before this visit. The patient was noted to have symptoms correlating with pacemaker syndrome. The lead was capped and replaced when lead repositioning was not possible as the stylet was not able to advance to the tip of the lead. The patient's status after the procedure was good.